Event description:
See intial report.

Manufacturer narrative:
Verification of production records showed that noticed batch was released as conform according to specifications. Review of complaints database pointed out no further similar events notified to livanova for batch concerned from the market out of (B)(6) total manufactured units, this excluding any systematic quality issue batch-related. As stated within IFU's of the product, the suggested gas/blood flow ratio in normothermic conditions is 1:1 with a fio2 ranging from 80 to 100%. In addition, if low po2 values are measured in arterial line, IFU's of the product recommend to increase the fio2. Based on collected information, it was highlighted that the involved oxygenator performed correctly after increasing the pure oxygen supply, therefore an irreversible failure could be ruled out. Indeed, most likely the oxygenator dynamic was responsive to gas flow and concentration maneuvers applied during troubleshooting activity. Therefore, based on the above facts, it cannot be excluded that the most likely root cause of temporary low oxygenation condition was a multifactorial issue, resulting from the interaction between clinical procedure, patient conditions and gas-blood settings. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Sorin group italia has received a report that, during a procedure using an inspire oxygenator, the oxygen partial pressure in patient blood was below 60% (sampled from the end of the artery). The patient's brain oxygen monitoring data was normal after using pure oxygen supply. The surgeon finishes the operation as soon as possible with continuous oxygen supply from the anesthetic machine. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4. The expiration date refers to the sterile finished product. The complained inspire 6f oxygenator (catalog number 050715cn) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050715cn is similar to the inspire 6f oxygenator 050715, which is distributed in the USA, for which the device identifier is (B)(4). G.5. The product item 050712 is not distributed in the USA, but it is similar to the inspire 8 oxygenator 050715, which is distributed in the USA (510(k) number: k130209). H.4. The device manufacture date refers to manufacture date of the sterile, finished oxygenator. H.10. Sorin group italia manufactures the inspire 6f hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in china. Through follow up, livanova was informed that the patient was not harmed. The po2 was below 60% for about 20 minutes. No co2 flooding was is use, no b-capta/b-care5 devices were used during the procedure. The po2 was re-established (increased to 78%) increasing pure oxygen supply and without oxy replacement. Other data are not available. The involved device is no avaialable for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.